Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer¿s blood glucose was unknown. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump. Customer assisted with displacement test and test was not pass . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received and failed the active current test. Failure has been isolated to pcba1. The pump passed the self test, sleep current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. This alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement was not found during testing.